Manufacturer narrative:
Final analysis found that the distal coil was fractured at 25 cm from the connector pin, due to clavicular crush. The outer and inner insulations were damaged in the same location. A fractured distal coil may explain the complaint of insulation anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the atrial lead exhibited high impedance and an insulation anomaly. The lead was explanted and replaced.